Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported complaint was duplicated. Stuck display pixels and service code zero found during the investigation. Root cause is unknown. Replaced liquid crystal display and clock battery.

Event description:
It was reported that the device has service code zero and stuck display pixels. No patient injury reported.